Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. Customer treated with food and declined troubleshooting. Customer fell and cracked screen. Advised customer to monitor. The product was not returned for analysis.